Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that they were testing leads intraoperatively where the patient was not feeling stimulation with voltage up to 10.5 volts. A lead failure was reported. The physician moved the lead twice and it was retested with the same result. The right lead was working appropriately. The lead was explanted and expected to be returned. The patient was reported to be alive with no injury. The issue was reported to have resolved at the time of the report.

Manufacturer narrative:
Analysis of the lead, model 977a260, serial no. (B)(4), found no anomalies.

Event description:
Additional information received from the representative reported the lead was removed during initial implant due to high voltage and the patient recovered without sequelae.